Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc device. Due to this, the customer indicated they were unable to receive readings or glucose alarms. The customer experienced symptoms of hypoglycemia including body tremors, cold sweats, and loss of consciousness. The customer was treated with glucose shot and oral glucose admininstered by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated, and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc device. Due to this, the customer indicated they were unable to receive readings or glucose alarms. The customer experienced symptoms of hypoglycemia including body tremors, cold sweats, and loss of consciousness. The customer was treated with glucose shot and oral glucose admininstered by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.